Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned without the (B)(4) cartridge. The device was received in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap. Appendectomy procedure the when the device was closed the cartridge fell apart and fell into the patient's body cavity. All the pieces of the cartridge were retrieved. Another device was used to complete the procedure with no patient consequence. (B)(4)